Manufacturer narrative:
The pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test due to a faulty force sensor resistor. The motor passed the motor test. The pump passed the self test. No communication alarm anomaly was noted. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed. The customer's blood glucose was 150mg/dl. The customer was advised the insulin pump will be replaced and to revert to back up plan.